Manufacturer narrative:
(B)(4). Maquet cardiopulmonary did not request the product as the failure is already known to the manufacturer and has been investigated under a previous complaint. The investigation results of this similar complaint are as follows: during investigation of this similar complaint the reported failure was confirmed. Based on this the failure "cap slips from spikeline" could be confirmed. The affected piece part is not manufactured by mcp. The most probable cause of the failure is according to the supplier storage at too high temperature which could soften the material and achieves the shape of the seat, so the elastic deformation is strongly reduced and consequently the retaining force decreases. Thus, according to the information given by our supplier, exaxt root cause could not be defined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
Description from the customer report: "the cap slips from the spikeline. Incident occurred during use." (B)(4).